Event description:
Per the clinic, the patient experienced infection and skin breakdown at the implant site, leading to the extrusion of receiver/stimulator. Subsequently, the patient was treated with oral antibiotics for 10 days (date not reported) and IV antibiotics (date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2025.

Event description:
Per the clinic, the patient experienced wound dehiscence at the incision site (specific date not reported). The patient reported fall shortly after the implant surgery. Subsequently, the patient was instructed not to wear the device until cleared with the clinic. The implanted device remains.